Manufacturer narrative:
Completed information for patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 127 ng/l. The patient received an unspecified thrombolytic treatment because of the high troponin result due to being at risk of a pe. A new sample was drawn: sid (B)(6) (ran on different architect) initial result = 3 ng/l the physician questioned the initial high result from the first sample. Both samples were repeated on the original instrument, and both generated a result of 2 ng/l. No further patient information/impact is available.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, field data review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 38199ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 38199ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 38199ud00. In-house accuracy testing was completed with complaint lot number 38199ud00. Testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. In this case sample integrity issues at the time of testing could have contributed to the customer¿s observation. Customer support reviewed the customers log and noted that the probable cause to be a small clot as indicated in the sample clot log. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 38199ud00 was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.